Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10954. It was reported that a patient presented for device upgrade procedure. Prior to procedure, device interrogation revealed that r-waves were undersensed. The physician was also unable to remove the lead right ventricular lead from the device. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.